Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal, heavy periods, fatigue, weight increased, headache, depression, dysmenorrhea, chronic cervicitis and thrombocytopenia. Concomitant products included fluconazole and levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and infection ("infection"). The patient was treated with surgery (hysteroscopy with novasure endometrial ablation and robotic assisted hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, hydrosalpinx, allergy to metals and infection outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, hydrosalpinx, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: complete occlusion of the fallopian tubes by the essure devices.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-jul-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('bleeding'), autoimmune disorder ('autoimmune-like symptoms') and hydrosalpinx ('hydrosalpinx') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included menstruation normal, heavy periods, fatigue, weight increased, headache, depression, dysmenorrhea, chronic cervicitis and thrombocytopenia. Concomitant products included fluconazole and levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), hydrosalpinx (seriousness criterion medically significant), allergy to metals ("nickel sensitivity") and infection ("infection"). The patient was treated with surgery (hysteroscopy with novasure endometrial ablation and robotic assisted hysterectomy, bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, autoimmune disorder, hydrosalpinx, allergy to metals and infection outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, hydrosalpinx, infection, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: complete occlusion of the fallopian tubes by the essure devices. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.